Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced several audible and visual pump stop alarms while at rest in bed. The patient was not symptomatic. Log files sent to the manufacturer for review revealed pump stoppages consistent with a driveline fracture scenario. The system controller was exchanged. X-rays did not show any major areas of concern. During the night while connected to the new system controller, the patient experienced another abnormal pump deceleration below the low speed limit while on the power module. The patient was placed on a modified power module patient cable and there were no unusual alarms or events noted after the switch. The hospital requested a modified power module patient cable from the manufacturer for the patient's use.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
Additional information - based on the manufacturer¿s past experience and similar reported events, the pump stoppages and pump power elevations that were confirmed through the submitted log files provided by the account could be indicative of driveline damage; however, a full examination of heartmate ii lvas could not be conducted because the patient remains ongoing on vad support. Therefore, a root cause for the reported event could not conclusively be established through this evaluation. The heartmate ii lvas instructions for use and patient handbook explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information provided indicated that an ungrounded patient cable was provided to the customer. Further additional information provided by the clinical consultant indicated that there are no further plans for intervention unless the situation presents itself again. Because there were no obvious signs of driveline fracture via x-ray or physical inspection/manipulation of the driveline, a repair was not attempted.